Manufacturer narrative:
The lot history record could not be reviewed, as the lot number was unknown. The filter was not returned for evaluation, as it remains implanted. Based on the information received, it is unknown if patient or procedural factors contributed to this event. The results of this investigation are inconclusive and the root cause is unknown. The information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to the following: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens.

Event description:
It was reported by the rep that during a routine removal procedure it was noted that the filter had migrated 2 to 3cm caudally. The doctor decided not to retrieve the filter. No attempt was made to retrieve the filter. Filter was placed after a gastric bypass procedure.